Event description:
(B)(6) (pic) called in on the behalf of their patient who is blind. She stated when he places the pen needle on his insulin pen the insulin will not come through the needle. When the pen needle is unscrewed removed all the insulin comes out and is wasted.